Manufacturer narrative:
(B)(4). Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding a leak. Per the pdrn, she is not aware of any leak occurring with the home patient (hp) while he was in their care. She stated the hp moved and this may have occurred at the new clinic. No further information could be obtained. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The sample was not available; therefore, the reported condition could not be confirmed and the root cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a leaking patient line during use on the homechoice (hc) machine. The home patient (hp) wanted assistance ending therapy. The technical service representative (tsr) assisted the hp as requested and advised the hp to contact the peritoneal dialysis nurse regarding being connected when the leak occurred. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.